Manufacturer narrative:
As lot number(s) were unavailable a UDI and device history review were not provided. Patient medications include but are not limited to: ¿ statin, betablocker, ace inhibitor. The information provided in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore; or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and date of event have been estimated as only the year was provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2014, a patient underwent urgent treatment of for an acute dissection extending from zone 3 to zone 12. The primary entry tear was located in zone 3 and one conformable gore® tag® thoracic endoprostheses (tgu373720) was reportedly delivered and deployed with no issue to successfully cover the tear with intentional coverage of the left subclavian artery (lsa). The lsa showed to be occluded with no evidence of endoleak at the end of the procedure. On an unknown date approximately 47 days post operatively, the patient was determined to have a type ii endoleak reported to originate from a patent lsa and aortic enlargement >= 5mm within the treated area. On an unknown date approximately 78 days post operatively, the patient underwent branch treatment for the type ii endoleak and coil embolization of the lsa was performed. On an unknown date approximately 415 days post operatively, the patient is reported to be free from rupture with no current endoleak.

Manufacturer narrative:
Added conclusion code.